Manufacturer narrative:
Product support observations for tni recovery follow: no discrepant results were observed with the returned pt samples. No false positives or high bias in recovery was observed with any sample. Pt sample 2 on triage was <0.05 ng/ml and was 0.00 ng/ml on access2, no discrepant results observed with sample 2. All data points with cal z were below the manufacturing (mfg) cut off. One data point with cal h were below the mfg 2sd range, with a % recovery of 86%. No error codes or device issues were observed. No high bias or false positives were observed with any sample. Product support tested 2 returned pt samples, cal h (positive control) and cal z (negative control) on profiler lot w48340. Results for tni are below. Cal z - all data points were below mfg cutoff. No false positives were observed. Cal h - % recovery was 86. One data point was outside the 2 sd range low. No false positives were observed. Pt 2 - no discrepant results were observed. Less than 0.05 ng/ml on triage, 0.00 ng/ml on access2. No corrective action required at this time as no product deficiency was established. As of (B)(6) 2011, there is only 1 complaint on lot w48340.

Event description:
Pt presented to clinic with mid-chest pain, cough with "foamy" sputum, and vomiting. The hospital's reference ranges are as follows: ckmb: <10, myo: <170, tni: <0.10, bn: <100. Pt ultimately diagnosed with gastroesophageal reflux disease causing chest pain, nausea, and reactive airway disease.